Event description:
It was reported that the 9800 system had poor image quality with distorted images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier, image processor board, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.